Event description:
It was reported that the patient with this pacemaker had exhibited possible lead erosion. Reportedly, the patient lost weight due to stress that caused the leads to rise and had a bump. The technical service (ts) referred the patient to the implanting physician. There was no additional adverse patient effects were reported. This device remains in service.